Event description:
The customer returned the device for downstream occlusion (dso) sensor failure, during device analysis, a cassette sensor error was confirmed through the event log history (ehl). There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history of the device found no previous repairs in the last 12 months. The event history log (ehl) review identified a cassette not attached properly alarm. The root cause of the issue was unknown. The downstream occlusion (dso) seal and sensor were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.